Event description:
Three (3) reports of product problems associated with sterrad 100.

Manufacturer narrative:
Additional catalogue#s: 10102, 10100. The three reported events were identified from a retrospective review of complaint files 08/28/2006 through 08/31/2008 at asp. This report covers 3 malfunctions for the sterrad 10101 obsolete. See scanned pages.